Event description:
Per independent repair center statement, the unit will not start. The key failure is the power on/off switch is broken and won't switch on. Additional failure is the manifold valve is sticking.